Event description:
The maquet cs 300 iabp, while in use on ICU pt, showed a "blood detected" alarm. The troubleshooting instruction was followed but alarm persisted. The incident did not create injury or harm to pt.